Event description:
The consumer was being lifted up and the hook that attaches to the t-bar allegedly broke, causing the consumer to fall and break their shoulder and fracture their head.

Manufacturer narrative:
Device is 6 years old and no longer in warranty. Information indicates patient fell during a transfer. It is unknown if a malfunction occurred or if other factor such as misuse or abuse, or lack of maintenance may have caused or contributed to this incident. MDR filed based on serious injury.